Manufacturer narrative:
The "date of event", "serial #", and "date of manufacture" were not provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received a letter from an attorney alleging the customer was injured when her powerchair randomly changed speeds during usage.